Event description:
As the solution was being injected in to the eye during routine cataract surgery, the cannula came off of the syringe and went through the nasal suspension ligaments inside the eye and into the retina. Physician observed a nasal retinal detachment. The cataract procedure was finished without complication. The retinal detachment was repaired and the pt is doing extremely well.